Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, the device was misfiring. Two bands were coming off at one time so they would not stay on the tissue. The bands are left inside of the patient. Another speedband superview super 7 device was able to be used to complete the procedure no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the handle of the device was returned; the ligator head and bands were not returned. Visual examination found the trip wire properly cinched into the handle slot. No defects, or damage, was found with the handle. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, the device was misfiring. Two bands were coming off at one time so they would not stay on the tissue. The bands are left inside of the patient. Another speedband superview super 7 device was able to be used to complete the procedure no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.